Event description:
This unsolicited device case from (B)(6) was received on 06-apr-2016 from a patient. This case involves a (B)(6) female patient who received synvisc injection and later on (B)(6) 2016 (20 days after receiving the injection) had pain in right knee and swelling. No medical history, past drugs, concomitant medications or concurrent conditions was reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc injection at a dose of 2ml (frequency, batch/lot number: and expiration date: not provided) for osteoarthritis. On (B)(6) 2016, patient received synvisc injection in her right knee. On the same day, patient claimed that the pain had gotten worst after the injection. On an unknown date in 2016, patient noticed swelling. She used a cane to remove the pressure off of her knee and tried to stretch out her leg. Action taken: no action taken. Corrective treatment: tramadol hydrochloride (tramadol) and naproxen for pain in right knee and naproxen for swelling. Outcome: not recovered/ not resolved for both the events. Seriousness criteria: persistent or significant disability/ incapacity for both the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.

Event description:
This unsolicited device case from (B)(6) was received on 06-apr-2016 from a patient. This case involves a (B)(6) female patient who started treatment with synvisc injection on (B)(6) 2016 and later on (B)(6) 2016. Twenty (20) days after receiving the injection) had pain in right knee and swelling. No medical history, past drugs, concomitant medications or concurrent conditions was reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc injection at a dose of 2ml (frequency, batch/lot number and expiration date: not provided) for osteoarthritis. On (B)(6) 2016, patient received synvisc injection in her right knee. On the same day, patient claimed that the pain had gotten worst after the injection. On an unknown date in 2016, patient noticed swelling. She used a cane to remove the pressure off of her knee and tried to stretch out her leg. Action taken: no action taken. Corrective treatment: tramadol hydrochloride (tramadol) and naproxen for pain in right knee and naproxen for swelling. Outcome: not recovered/ not resolved for both the events. Seriousness criteria: persistent or significant disability/ incapacity for both the events. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 13-apr-2016. Global ptc number and ptc results were added. Text was amended accordingly.